Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory the device was tested on the bench and anomalous state of an rf component was found. The cause of the anomalous state could not be determined.

Event description:
It was reported that prior to implant the device could not be interrogated. The device was not implanted and returned for analysis. Patient was not involved.